Event description:
Reporter states, the insert would not fit into the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Examination results suggest that this event is not device related but rather is associated with intra-operative procedures.